Event description:
It was reported that the bd luer-lok¿ syringe experienced leakage. The following information was provided by the initial reporter: re-fill syringes with drug solution for nursing staff to administer for patients and we have noticed that the syringes are leaking. Syringes leaking in pharmacy are caught and disposed of but if anything leaks after it has been dispensed to nursing staff it¿s possible that the sterility of the syringe is contaminated and the patient will not get their full dose.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the photo. From the provided photo it was observed that the unknown medication was leaking beyond the rib of the stopper. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause of the reported failure. DHR for this lot was reviewed and there are no internal rejects related to the reported issue by the customer. According to the quality records all the inspections of the sampling plan met the acceptance criteria.

Event description:
It was reported that the bd luer-lok¿ syringe experienced leakage. The following information was provided by the initial reporter: re-fill syringes with drug solution for nursing staff to administer for patients and we have noticed that the syringes are leaking. Syringes leaking in pharmacy are caught and disposed of but if anything leaks after it has been dispensed to nursing staff it¿s possible that the sterility of the syringe is contaminated and the patient will not get their full dose.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.